Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that on (B)(6) 2021, her (B)(6) year-old son experienced high blood glucose level due to a bent cannula (two bent cannulas in a row) symptoms/issue noticed three hours after insertion. The patient was out of town and did not have extra supplies. Therefore, they tried to treat it with correction injection via multiple daily injection, but subsequently, on the same day, the patient went to the emergency room due high blood glucose level. His highest blood glucose level was 480 mg/dl and had moderate ketones which his health care professional did not assessed as dangerous/life threatening. The infusion had been used for one to two days. While in the emergency room, the patient received multiple daily injection until he returned home which resolved the issue. After staying for three hours, on the same day ((B)(6) 2021) the patient was released from the emergency room with no permanent damage. Previously, on (B)(6) 2021 (exact date unknown, all within month of (B)(6) 2021), the patient faced a crimped cannula symptoms/issue noticed three hours after insertion and this issue occurred with two infusion sets. Further, they replaced the infusion set when returned home and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.